Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "baffles" of the pump stopped working; the pump wasn't working. The pt had had morphine in the pump; it was switched to dilaudid. It was stated that "maybe the morphine did work; it was the pump that just wasn't working." Additional information has been requested; a f/u report will be sent if additional information becomes available.